Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient asked how to switch programs, can't remember which one she was on, said her notes say something different than what she is currently on and would like to switch programs. With instruction patient was able to switch to the program she wanted. Patient said feels stimulation at ins site and it is comfortable. No therapy issues or symptoms were mentioned.